Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a valid lot number. Returned for investigation were an ac3 I/o board front end board, art. Pressure cable, ECG cable, cpm board, and the power supply. The parts were drop off by the field service agent with electrostatic protective bags. Visual inspection of the parts was performed, and no abnormality was noted. All the returned parts were installed into a known good ac3 for functional testing. The pump was powered on with no abnormality. A patient simulator was connected to the pump and pumping was initiated. Upon power up of the iabp, the ap and ECG signals were observed to be normal. The pump was able to detect all ECG leads. The system passed voltage check, bp transducer, and static ram memory. Performed ECG, ap signal and trigger checklist and passed. The pump was left to run for over 30 minutes without any alarms or errors. The system functioned as intended. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "artifact on ECG and ap" is not confirmed. The returned parts passed visual and functional test specifications during the complaint investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that " pump had lots of artifact on ECG and ap in or". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#(B)(4). UDI number unavailable as complainant did not report a valid lot number.

Event description:
It was reported that, "pump had lots of artifacts on ECG and ap in or". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.